Event description:
It was reported that this right ventricular (rv) lead had an insulation breach where the white sleeve with the serial number meets the polyurethane portion of the lead. This was confirmed during a device change. Subsequently, a lead revision was done by using a lead repair kit. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Field b1 adverse event/product problem was inadvertently left blank in the previous submission.

Event description:
It was reported that this right ventricular (rv) lead had an insulation breach where the white sleeve with the serial number meets the polyurethane portion of the lead. This was confirmed during a device change. Subsequently, a lead revision was done by using a lead repair kit. This lead remains in service. No adverse patient effects were reported.